Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation.

Event description:
As reported, the green shuttle of a 6f/7f mynxgrip vascular closure device (vcd) could not slide down and appeared completely connected to the black handle. Hemostasis was achieved with another mynx device. There was no reported patient injury. Another device from the same lot was used later the same day without any issues. The device was stored and prepped according to the IFU (below 25°c). There was no device or package damage noted prior to use. The mynx vascular closure device (vcd) was used in an interventional procedure via a retrograde approach. The deployer was mynx certified. The vcd was used with a 6f non-cordis sheath. The femoral artery¿s suitability was not verified on angiography; only ultrasound was performed. The vessel was arterial and its diameter was verified as = 5 mm. There was little or no vessel tortuosity. There was little or no peripheral vascular disease or calcium near the puncture site. No resistance or friction was experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. The device will be returned for evaluation.